Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to hospitalization, the customer had a high blood glucose reading. The customer did not calculate correctly and delivered too much insulin. Troubleshooting was declined as the customer's wife knew that her husband had given too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.